Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 3.0, lab: 2.6. Date: (B)(6)2010, inratio: 3.3, lab: 2.5. Pt did another comparison with a different strip lot (#233029) with the following results: date: (B)(6)2010, inratio: 3.3, lab: 2.3.